Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Investigation of the service history of this device shows that this device was in for service on 13-feb-2025 and is related to the customer stated problem. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device's flow rate was within specification. There was no known cause of the reported issue, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the device's delivery rate was outside tolerance. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection was performed and the device was in used condition. Functional testing was performed and the customer reported issue was not confirmed. The delivery rate was within tolerance. Preventative maintenance was performed. The cause of the reported issue was not determine as no fault was found with the pump.